Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due infection of systemic bacteremia, methicillin-susceptible staphylococcus aureus and sepsis. There was vegetation on the leads and the patient experienced septic shock. The patient is to receive a new system at a future date. No further patient complications have been reported as a result of this event.